Event description:
It was reported that customer experienced pixel problem on pump display that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.